Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Device code 1304 captures the reportable issue of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the image flickers when angulated due to an internal wiring failure of the charged couple device (ccd). The reported issue was confirmed. The cause of the reported failure is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the screen went blurry. The anatomy of the patient was not visible on the center image when the screen went blurry. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the screen went blurry. The anatomy of the patient was not visible on the center image when the screen went blurry. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.